Manufacturer narrative:
The pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. There was no prime anomaly or error alarm noted during testing. The pump received with crack at corner display window, crack on display window and broken belt clip slot.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 488mg/dl. The customer states they had not treated for the high yet. The customer states there is a crack where the triangle is on the bottom left. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.